Manufacturer narrative:
Analysis found the unit alarmed failed battery test after battery insertion due to a faulty battery tube. Analysis was unable to test for excessive no delivery alarm or the operating currents due to failed battery test alarm. There were no blank display or unexpected reset to factory default noted. Also, there was no damage noted on isolation tape on lcd board. (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's blood glucose was 386 mg/dl at the time of incident. The customer's mother mentioned the unit has cracks. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.